Event description:
Additional information was received on (B)(4) 2012, when it was reported that the patient underwent full revision surgery on (B)(6) 2012, in which the lead and generator were explanted and replaced. It was stated that the device was replaced as it was "firing when it shouldn't have causing strong stimulation". The explanted lead and generator were returned to the manufacturer and device evaluation was completed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. There were no adverse functional, mechanical, or visual issues identified with the returned generator and the generator performed according to functional specifications.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported via complaint form dated (B)(6) 2012 that a vns patient was in the ER three weeks prior due to neck discomfort. When x-rays were taken, a lead discontinuity was observed, therefore, the device was programmed off and the patient was referred to a surgeon. Surgery has not occurred at this time. Good faith attempts to obtain additional information including the specific diagnostics results obtained and details surrounding the pain and observed lead discontinuity have been unsuccessful to date.